Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing,"failed downstream occlusion test," was not able to be reproduced due to a constant "reload set!" Alarm. Downstream occlusion detection testing was not able to be performed due to the reload set alarm. The downstream sensor was found to be within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was unable to be verified. The force sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.